Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was repositioned post implant due to patient condition. CT scan ruled out perforation. No serious injury /no adverse patient effects